Event description:
New information received noted that the lead was re-evaluated at a normal generator changeout on(B)(6)2021. Lead was found to have acceptable measurements and was left in the patient to continue to be monitored. Patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic with their atrial lead exhibiting noise. The device was reprogrammed accordingly. Patient condition was stable after the event.